Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. A photograph provided by the customer was evaluated. The photograph showed 2 tore like marks, located in the lens edge at 4:00 and 8:00 in relation to the picture orientation. No further issues were identified and no further evaluation was performed. Due to the marks location it is not expected to impact the patient visual function; however, the definitive clinical impact and the incident root cause cannot be determined per a photograph assessment. The complaint issue "iol torn" was identified during this evaluation; however, "cosmetic issues" was not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. No nonconformity report, escalation, documentation or labeling change is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, it was noticed that the lens presented scratches on the edges of the optic. The lens remained implanted. Through follow-up we learned, that the surgeon believes the iol was torn, however, the lens was left implanted in the patient's eye in order to avoid possible complications and is awaiting the results of the next examination. No further information was provided.

Manufacturer narrative:
Additional information: as per the additional information received, the following is being added to field below: section b5 - describe event or problem: through follow ups, we learned that there are no complaints from the patient. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.